Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device intermittently displayed "connect electrodes". When the device was able to charge successfully for defibrillation, intermittently it was disarm itself and the shock was not delivered. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. In addition it was observed that one shock was below the normal tolerance. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to duplicate the reported issue. During visual inspection it was observed that the device therapy connector had a pinch mark on one of the therapy connector's high voltage wires. The therapy connector assembly was replaced as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing,. The device was returned to the customer for use. Stryker further evaluated the removed therapy connector assembly and confirmed the pinched wire, however the connector was functional. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device intermittently displayed "connect electrodes". When the device was able to charge successfully for defibrillation, intermittently it was disarm itself and the shock was not delivered. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. In addition it was observed that one shock was below the normal tolerance. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.